Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2006. The procedure occurred in the united states. On (B)(6) 2010, it was reported that her ipg was replaced with a smaller model on (B)(6) 2010 due to alleged discomfort. The explanted device will be returned to the manufacturer for analysis.